Manufacturer narrative:
Device evaluation: lens was returned in a vial in liquid. Visual inspection found the lens haptic torn. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -08.50/2.0/105 (sphere/cylinder/axis), intraocular lens tore during loading on (B)(6) 2019. There was no patient contact. A replacement lens was implanted on (B)(6) 2019. This resolved the problem. Cause of the event is reported as unknown.